Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and suggested provocative testing and pocket manipulation to see if the noise could be reproduced. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable with no consequences.